Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for two patient samples on a cobas e 411 module. Results for sample 1: the initial result was 236.7 pg/ml. This result was released to the patient. The repeated result was 286.6 pg/ml. Results for sample 2: the initial result was 15.86 pg/ml. This result was considered wrong and was not released to the patient. The repeated results were 288.1 pg/ml, 285.9 pg/ml, and 286.8 pg/ml. It is unknown which results were considered correct. The reagent lot number is 512050 with an expiration date of 31-may-2022.

Manufacturer narrative:
Section h3 was updated. Questionable results for additional patient samples were provided: sample 3: the results were obtained on (B)(6) 2022. The initial result was 16.70 pg/ml. This result was considered wrong. The repeated results were 154.1 pg/ml and 154.7 pg/ml. The repeated results were considered correct. The result of 154.7 pg/ml was reported outside of the laboratory. (Previously reported) sample 2: the results were obtained on (B)(6) 2022, not (B)(6) 2022 as previously reported. All of the repeated results were considered correct. The repeated result of 286.8 pg/ml was reported outside of the laboratory. Sample 4: the results were obtained on (B)(6) 2022. The initial result was 15.65 pg/ml. This result was considered correct and was reported outside of the laboratory. The sample was repeated and the result was 5.99 pg/ml. This result was considered wrong. The sample was repeated again and the result was 13.77 pg/ml. This result was also considered correct. Sample 5: the results were obtained on (B)(6) 2022. The initial result was 14.85 pg/ml this result was considered wrong. The repeated results were 359.4 pg/ml, 352.2 pg/ml (obtained using a cup), 355.6 pg/ml (obtained from the primary tube). All of the repeated results were considered correct. The repeated result of 355.6 pg/ml was reported outside of the laboratory. No bubbles were observed in the kit and samples. The samples were stored at room temperature between dosages, in primary tubes. The pinch tubes were last replaced on (B)(6) 2022. A liquid flow clean was performed on (B)(6) 2022. The cell count was 19251 tests. The field service representative found operational issues with the customer's frozen calibrator aliquots. He added a new calibrator and discarded the aliquots with problems from the customer's freezer. On (B)(6) 2022 the calibrator and reagent lot were changed, which makes it difficult, in addition with operational errors, to evaluate the equipment's history against previous calibrations within the same combination of lots. The customer's alarm trace showed no alarms. The customer's qc results, that were measured before the reported issues, were within specifications. The field service representative found a leak in the acrylic water connection tube and he replaced it. He performed a general check of the equipment by performing adjustments and cleanings. The blank cell reagent readings were within specification. The equipment passed the customer's service and quality control tests and was released for use. After service, no issues were reported by the customer. The investigation is ongoing.